Event description:
It was reported that the customer had low blood glucose levels 5 times in a 2 week period. Customer's had low blood glucose levels of 13mg/dl and 18mg/dl. 4 times the paramedics were called and 1 time the customer was hospitalized. The customer states that she is breastfeeding, and she loses all the sugar in her body. Customer declined troubleshooting. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.